Event description:
Customer reported testing with the freestyle meter getting a result of 146 mg/dl. Patient then ate dinner and fainted. Emts were called. Paramedics took a test with an unknonw brand meter when they arrived, getting results of 163 mg/dl and 160 mg/dl within a few minutes. Intravenous treatment was administered by paramedics in customer's home.